Manufacturer narrative:
The astral device was returned to resmed. The evaluation could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a transient software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of the incident.